Event description:
It was reported that multiple cartridge alarms (alarm 29) occurred during the load process. Customer's blood glucose was 160 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.